Event description:
Was rounding on patient and noted that evd (external ventricular drainage) tubing system (not proximal catheter) was disconnected at the proximal hub. Evd drainage system (not proximal catheter) was exchanged for a new system in a sterile fashion. Rep notified. Catalog# 46913, serial# not documented.